Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the ems, upon firing the device jammed and the staples would not feed forward. A new ems was pulled to complete the case. There was no consequence to the pt.